Event description:
Product omnipod -insulet corporation-insulin pump system malfunctions. The pod unit that is attached to my body must be replaced every three days. Upon opening a new box of 10 pods, the first two failed to communicate with the remote pda following their filling with 210 units of insulin each. The last pod from the same box of 10 pods also failed to communicate with the pda. Three out of ten equates to a pod failure rate of 30%. This is not the first time that pods have failed following filling with insulin. I was forced to change insulin pumps due to smith's medical -cosmo unit- not being approved by the FDA. In early 2009, I began using the insulet corporation's omnipod system and had nothing but failures!! Both the pda, which is remote from the pod, and numerous pods have failed in an alarming rate. If this system is FDA approved why do we have a 30% pod failure rate?? Please advise as my insurance carrier has paid for this "new" system -the same month- and I will now have to replace it with a different system which my insurance carrier will not cover. Additionally, much insulin has been wasted in defective pods! Please help. Dates of use: 2009. Diagnosis or reason for use: insulin dependent diabetic. Dose or amount: one pod. Frequency: every three days. Event reappeared after reintroduction? Yes.